Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump felt warm to the touch while the pump battery was charging which resulted in the insulin degrading. The customer's blood glucose level was between 300-400 mg/dl. Reportedly, the customer changed pump supplies and continued to use the pump for insulin therapy.